Event description:
Device 3 of 5. Reference MFR. Report#: 3006705815-2019-01309. Reference MFR. Report#: 1627487-2019-04380. Reference MFR. Report#: 3006705815-2019-01311. Reference MFR. Report#: 1627487-2019-04381.

Event description:
Device 3 of 5. Reference MFR. Report#: 3006705815-2019-01309. Reference MFR. Report#: 1627487-2019-04380. Reference MFR. Report#: 3006705815-2019-01311. Reference MFR. Report#: 1627487-2019-04381. It was reported the patient developed bacterial meningitis and was admitted to the hospital. In turn, the patient will undergo surgical intervention to address the issue.